Manufacturer narrative:
Device evaluation: the following was found during the investigation: live image fails after approx. 30 minutes, only the gui (graphical user interface) is still available on the screen. Dirt and oily substance found on the contacts and on the connector receptacle: interference stripes in the image when moving the camera cable connector on the tc300. Slight corrosion on the circuit board at the gold-plated contact points and feedthroughs. Software version not up to date (installed version: 4.3). Link connection socket contacts slightly dirty. The product was shipped from karl storz on september 19, 2016. The device has not been repaired / maintained up till now. Conclusion: during the input test in combination with a tc200 connect and a th100 camera head (test devices), an image failure was detected during the endurance test after approx. 30 minutes. After this, the live image could not be restored, neither by removing and reconnecting the camera head to the tc300, nor by restarting the device combination. The error depends on the operating temperature of the control board and only appears when it is warm. This behavior could be confirmed several times. The control board therefore has an electronic defect, which is most likely due to wear and tear caused by the long period of operation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no image could be displayed after the camera head is being connected to the device. This defect would happen after the camera head has been connected for about 15 minutes, and the image would disappear no harm to patient, user or third parties reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).